Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate the cause for the worsening pvl was likely due to a piece of calcium. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 7 months post tavr procedure, the patient had continued complaints of weakness, fatigue, lower extremity heaviness, tiredness, dizziness and lightheadedness. Moderate paravalvular leak was observed. Balloon valvuloplasty was performed four times with increasing inflation volume to 6cc of additional inflation volume, resulting in a reduction in pvl to mild. The reason for the persistent paravalvular leak was heavy calcification at the lower edge. Approximately 2 months post implant of a 29mm sapien 3 valve in the aortic position, the patient reported to edwards lifesciences that the valve was ¿leaking¿. Review of medical records indicated the paravalvular leak noted on the 2 month echo was moderate to severe. Immediately post valve implant, echo showed trace to mild pvl ¿and the team was satisfied with the results¿. There was no indication in the medical records that any additional intervention was planned. A telephone conversation with the patient revealed a follow up echocardiogram was scheduled. Approximately 5 months post tavr procedure, an edwards lifesciences clinician spoke to the patient again. Per the patient, post procedure they experienced sob, doe and ¿puffy ankles.¿ previous medical records showed the patient had moderate-severe pvl on the 2 month echo; an increase from the post implant of trace-mild pvl. The patient¿s 4 month echo had conflicting results. The hospital¿s cardiologist stated to the patient that the leak was ¿lessened a tad¿, ¿but should get better over time¿ and that the patient can continue mowing his grass and shoveling snow. The nurse who ¿runs the program¿ said that the valve leak was ¿better¿ and went from a ¿3 to a 2¿. The patient¿s local cardiologist showed the patient one of his echoes and stated the leak was caused by a ¿piece of calcium dropped down and wedged causing a leak¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.